Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a notifier alert indicating high voltage lead impedance was high. No changes or trouble shooting was required due to this possibly being physiological. No lead damage was suspected. The patient was to continue with remote monitoring and was asymptomatic.